Event description:
While completing other repairs, the customer reported that the device intermittently restarted on it's own and illuminated a service light. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return to the manufacturing facility and continues to investigate the issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.